Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21 ga 1-1/2 in had a clog. The following information was provided by the initial reporter: "a patient called and reported that the cannula of decapeptyl n 3.75 mg (batch r16228c) was not permeable. The respective suspension was not injected. No "missed dose". The sample has been requested and the package will be returned via respective pharmacy. The pharmacy will be contacted to specify which cannula exactly is meant (green/black)".